Manufacturer narrative:
No patient was involved and no injury was report for any of hospital staff. Ge healthcare investigation shows that the root cause is related to the hospital mains electrical network, there a voltage surge exceeded the range authorized for this system, and than the iec standard limits. The device did not fail to meet ge healthcare specifications. The customer has been informed accordingly and ge healthcare recommended full system replacement. No further actions related to the root cause planned by ge healthcare.

Event description:
A customer from (B)(6) hospital located in (B)(6) reported to ge healthcare (gehc) field service engineer (fe) that a sound came from the gantry of a senographe pristina system and a burning smell came from the gantry side. The system was powered off at the time of the incident, thus an investigation is ongoing to determine if there was a potential voltage spike of the hospital electrical installation or the hospital ups. The customer reported that fire was observed at the back of the gantry plastic enclosure, and hospital technician used a fire extinguisher to put out the fire. There was no patient present on the system when the issue occurred, no patient impact/injury has been reported.

Manufacturer narrative:
(B)(4). Legal manufacturer: hcs buc - 283 rue de la miniere france buc yvelines, 78530.